Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "clean the terminals" occurred because the video function did not work properly caused by disconnection of the cable. However, the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was completed when the equipment exchange and the procedure was not delayed. The patient and the procedure was not affected.

Event description:
The customer reported that his olympus hd 3cmos autoclavable camera head was not producing an image during use. According to the initial reporter, he received a message from the unit requesting to clean the terminal. He did so, but still could not use the device effectively. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.